Manufacturer narrative:
Additional information will be provided once investigation is completed.

Event description:
According to the operator of the device, part was being used in the knee for an acl repair. During the case, the metal tip fell off inside the knee. This happened once and another device was immediately available for use. No other devices directly related to the event were in use at the time. Part was never exposed to any adverse environmental conditions.